Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the suture of the proglide device remained inside the device. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 14fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures from the additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to deploy was confirmed to be due to a link break/suture retrieval issue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Factors that may contribute to link breaks include, but is not limited to, patient anatomical conditions (calcification in the vessel) and user technique (aggressive removal of the plunger / excessive suture tension when advancing the knot or locking the knot). The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.